Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer's blood glucose has been fluctuating between 500mg/dl-700mg/dl. Customer made an attempt to insert battery, tried five times and pump alarmed battery out limit. Customer's current blood glucose was 228mg/dl. Customer stated the pump alarmed after battery change. During customer's hospitalization, they were treated with fluids. Customer was not wearing the insulin pump at the time of hospitalization. Customer declined further troubleshooting, but will call back once they get better to continue.